Event description:
It was reported that in setting up for the case the handpiece was plugged into the generator and pre run was initiated. During pre run error code 4 occurred. The handpiece was wrapped in a cool towel and the staff waited for a little bit. The handpiece was plugged in again and error 4 occurred during pre run again. The staff aborted with harmonic and the case was converted to open.

Manufacturer narrative:
Info anticipated, but unavailable at this time